Event description:
Additional information was received that the shock impedance was now high and out of range in most configurations. Further review found that the shock impedance had been out of range at 160 ohms for the last year. It was noted that the pace sense impedance measurements were within normal limits. Review of an x-ray noted some compression of the rv lead up near the clavicle .a revision procedure was performed where the rv lead was surgically abandoned and the ICD was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements. It was noted that shock impedance measurements have been high for approximately one year. The patient was referred to their clinic for further follow up, however it is unknown if they have been seen to date. At this time the ICD and rv lead remain in service and no adverse patient effects were reported.